Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high impedance. When the pocket was opened, the physician found that the helix wasn't completely extended. He extended the helix and the values were normal. The lead remains implanted.